Manufacturer narrative:
(B)(4).

Event description:
The literature article entitled ¿revision of the polyethylene component for wear in tka¿, written by leo a. Whiteside, et al, published in clinical orthopaedics and related research, number 452, pp. 193-199, in november 2006, was reviewed. Product(s) used: amk components, depuy the author¿s hypothesized isolated exchange of the tibial polyethylene insert would provide long-term revision-free survival of the implant, and the fabricated locking mechanism would have shear load-bearing capacity equal to or better than currently available polyethylene locking mechanisms. There were isolated revisions of the polyethylene tibial component on 53 patients (56 knees). There were 46 patients (49 patients) remaining for follow-up. Only five patients had amk components. The patients with amk components failed secondary to polyethylene wear and osteolysis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.